Manufacturer narrative:
On 10/30/2020, the product investigation was completed as the complaint device was not returned. It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with an unknown biosense webster (bwi) ablation catheter and suffered cardiac tamponade requiring pericardiocentesis. Initially it was reported that during the procedure, right after the lasso 2515 nav eco catheter was inserted into the patient¿s body, it was not displayed on the carto 3 system. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with an unknown biosense webster (bwi) ablation catheter and suffered cardiac tamponade requiring pericardiocentesis. Initially it was reported that during the procedure, right after the lasso 2515 nav eco catheter was inserted into the patient¿s body, it was not displayed on the carto 3 system. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. Additional information was provided on july 30, 2020 that during ablation of the epicardial vt, pericardial effusion was confirmed. Pericardiocentesis was performed to remove about 500 ml of blood. There¿s no information if extended hospitalization was required as a result of the adverse event. Patient¿s outcome was unknown. Physician¿s causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The visualization issue was assessed as not MDR reportable as the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Since this event was life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it was to be considered serious and MDR-reportable. Therefore, a generic ablation catheter was created under the thermocool® smart touch® sf bi-directional navigation catheter to report the adverse event. The awareness date for the reportable adverse event is (B)(6) 2020.